Event description:
The manufacturer received information alleging a ventilator service required condition occurred on the device. The device was replaced by another device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator service required condition occurred on the device. The device was replaced by another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During evaluation of the device, the system error indicates "the voltage deviates the threshold value for 5 minutes when connected to the ac power". Further inspection of the device, there was an issue with the power of the led was not lighting up during the connecting the ac power. The device's power supply was replaced to address these issues. After replacing the part on the device, the final and run-in tests were performed, along with the battery and valve checks. The device was operational, and it was cleaned.